Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented after receiving a vibratory notifier for non-sustained rv oversensing. Programming changes were recommended.

Event description:
Correction: the oversensing episodes were due to post-paced t-wave oversensing.